Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Provider states that the left arm assembly has broken hardware and when it is flipped back the whole thing falls off. No additional information provided.